Event description:
It was reported by the customer that their insulin pump was exposed to water. It was reported that lcd display screen was frozen and they were unable to navigate the insulin pump to clear lost sensor alarm. The customer reported a battery out limit alarm. Customer also reported that they had to give themselves an insulin injection. Customer's blood glucose level at the time 330mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Insulin pump unable to test operating currents due to no button response. Unable to verify lost sensor alarm and battery out limit alarm due to no button response. No moisture damage found inside the insulin pump. Insulin pump received no button response due to corroded keypad traces. No button error alarm. Insulin pump was tested with test keypad and no frozen screen. Insulin pump received with minor scratches on display window, cracked case display window corner, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.